Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be separated from the instrument. Functionally, the device was subjected to a measured anvil attachment test and a measured anvil retention test with acceptable results. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoids mucosal resection, when they were ready to fire, the two devices were difficult or unable to close, was unable to fire and the center rod was separated when fired, and could not be docked. They replaced with a new handle to complete the case. There was no patient injury.